Event description:
The customer reported a filament regulator failure error message. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was evaluated and replaced. The generator was recalibrated. The system was tested and found to working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.